Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that a surgery date has not been set. The device remained implanted and turned off. Once removed, the patient said they would have them return it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated the patient's ins is not on anymore. When asked for further information about the ins being off, the caller sated that the only other information she had was that the patient's device is longer in use. Additional information was reported that the patient turned off their ins because it stimulated the wrong area, which was the patient's left side of their stomach. A manufacturer representative (rep) had tried changing the frequency, but the issue was not resolved. The patient will have their battery taken out in a few months. The patient would also like their leads taken out, but the patient thinks it may cause more back pain. No further information was reported.